Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The medical center returned the impella products for benchtop analysis. An electrical resistance test revealed three open lines. A minor kink was observed on the catheter by the motor housing. The red handle was opened and the location of the three open lines was confirmed on the catheter side within the red handle. Necking of the motor cables was observed. No other abnormalities were observed. The cause of the pump stop was three open lines. The evaluation revealed that three open lines (technique/use) was the most likely cause of the pump stop. The failure modes will be monitored and trended.

Event description:
A 71 year old male with severe aortic insufficiency presented for impella support. The user facility reported the pump stopped shortly after insertion. The pump was explanted and replaced by an intra-aortic balloon pump (iabp). There was no harm or injury to the patient.

Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿